Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. Per the physician, the biopsied lesion was 2.6cm x 1.9cm and located in the right lung near the pleura. The patient had a prior history of smoking without chronic obstructive pulmonary disease (copd) and left lung resection due to cancer. A post-operative chest x-ray identified a large pneumothorax; therefore, a 14 french chest tube was placed, and the patient was hospitalized for 2 nights then discharged home in stable condition. The biopsy was positive for malignancy. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review was not performed, as the reported complaint/failure is not associated with any system errors or logged system events.